Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. The patient noticed a fluid leak at the end of treatment while removing the cassette. The patient stated fluid was coming from the cassette because she slammed the door on the cassette and created a leak. She did not require any medical intervention and her effluent remained clear. The sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.